Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade : iii, right grade: IV) postoperatively. Initially, the patient reported the issues to the healthcare professional's office in (B)(6) 2020, and the diagnosis was confirmed via physical examination. The patient was advised by her physician to massage her breasts and lie down on her stomach to alleviate the issues. In (B)(6) 2020, the patient stated that breast pain and the issues associated with the capsular contracture became worse and wanted to just remove the implants. However, her physician recommended the patient to replace her current implants with smaller size implants. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left-sided prosthesis.